Event description:
The patient reported feeling a "tingling sensation like a tens (transcutaneous electrical nerve stimulation) unit going off below my pacemaker." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2014. (B)(4).